Event description:
It was reported that the pt experienced a decrease in hearing some time ago and recently did not hear anything. Re-implantation is considered, but not scheduled yet.

Manufacturer narrative:
Conclusion: investigation results show damages limited to the conductive link that are partly related to the removal surgery and partly to the reported extrusion of the conductor link into the external auditory canal (patient had a previous canal wall down mastoidectomy). The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient experienced a decrease in hearing some time ago and then did not hear anything. Additional information received on (B)(6) 2015 stated that the patient has been reimplanted. According to the explantation report, the conductor link extruded through the external auditory canal in the presence of a canal wall down mastoidectomy.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.